Event description:
Clinic notes dated (B)(6) 2013 state that the patient was seen for a focal seizure he had on (B)(6) 2013. It was stated that the patient has not had any other focal or generalized seizures since that time. The patient's vns was interrogated and found to be functioning properly. Per the notes, the battery did not need replacement and no changes were made to the patient's vns settings. The patient's caretaker reported tha the patient has been doing well and she has not noticed any seizures. Within the notes, it was mentioned that the patient has stroke syndrome. An attempt has been made to find out the relationship of the stroke syndrome to vns; however, no information has been provided.

Event description:
Follow up with the physician found that the history of stroke was not related to vns.